Event description:
It was reported that the patient has experienced intermittent diaphragmatic stimulation since they were hit hard in the chest over the area of the device. Reprogramming was done and the left ventricular lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.